Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to an open green (+3.3v) wire in the trunk cable. The trunk cable was cut, severing the green wire. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.